Event description:
Customer reports, a 67 yr old male with pneumonia had a feeding tube placed by a nurse. A kidney ureter bladder study was read by the radiologist, who stated the tube was placed correctly. Eight hours later another kidney ureter bladder study was read and it was found that the feeding tube had perforated the lung and was resting on the diaphragm. The pt suffered a pnuemothorax. The tube was removed. A chest tube was placed to relieve the pneumo. Forty-eight hrs later a gastrointestinal physician placed another feeding tube endoscopically. The pt later expired. The pt has been intubated prior to placement of the original feeding tube.